Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal tip was moving separate from inner fiber and caused it to overheat and then fired out the end after 163,893 joules and 36 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported fiber forward firing cannot be confirmed as visual analysis with magnification did not identify a defect that could potentially lead to forward firing such as fiber tip fracture or detachment. There was no problem detected with the returned fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination with magnification did not identify any defects with the returned fiber. The glass cap exhibited moderate devitrification in the output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibited moderate debris adhesion on its surface which is indicative of heavy tissue contact during procedure. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. During functional testing with the hene (helium-neon) laser fixture, there were no breaks identified along the length of the fiber. Investigation conclusion: analysis of the returned fiber did not identify any defects with the returned fiber. Based on the analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal tip was moving separate from inner fiber and caused it to overheat and then fired out the end after 163,893 joules and 36 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.